Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. In transit.

Event description:
Our (B)(4) affiliate is reporting that during a meniscal repair procedure using the mitek omnispan meniscal repair system, the surgeon could not get the implants to deploy off of two omnispan 12 degree needles using the omnispan applier. The surgeon then decided to perform a partial meniscectomy as remedy. The surgeon completed the procedure with no further harm or consequence to the patient. Also see associated MDR's 1221934-2013-00252 and 1221934-2013-00253.

Manufacturer narrative:
The complaint omnispan applier and a needle were received and evaluated. Visually there appears to be no anomalies on the omnispan applier. The main push rod and the red trigger pusher rod appear to be in used but as expected condition. When tested for its functionality, both triggers functioned properly when pulled on their own without a needle attached to the device. However, the needle received presented a number of anomalies. The received needle was reported to be a 12 degree needle but upon inspecting, the needle was bent to 23 degrees. The needle is also bent sideways causing a distortion in the needle slot. This damage is typical of needle hitting bone or excessive force being applied while using the device. This needle was loaded onto the returned omnispan applier and when the grey trigger was tested, it functions as intended. However, when the red trigger was tested, the pusher rod gets stuck inside the distorted needle slot and the red trigger has to be manually pushed back into its original position. A new 12 degree test needle was loaded onto the applier and both the implants were deployed successfully. There was no fault found with the applier. The reported failure could be attributed to the bent needle. The second reported needle was not received and therefore we cannot determine a root cause for its failure. Furthermore, no lot numbers were supplied for the applier or the needles which precludes conducting a batch history review or a lot specific search in the complaints handling system. The failure could be attributed to user technique. At this point in time, no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was not possible to place the omnispan, after a second try , which was not successful the surgeon decided to cut the broken part of the meniscus. Complaint analyst interpretation: our german affiliate is reporting that during a meniscal repair procedure using the mitek omnispan meniscal repair system, the surgeon could not get the implants to deploy off of two omnispan 12 degree needles using the omnispan applier. The surgeon then decided to perform a partial meniscectomy as remedy. The surgeon completed the procedure with no further harm or consequence to the patient. Additional information received from the affiliate; the surgeon has performed over 20 procedures using omnispan. The needles were loaded correctly on the applier, the surgeon did not over penetrate the meniscus, and the applier triggers were pulled in the correct order. The silicone tube did not fall off of the needles, the 2nd implant on both needles did not deploy, they slid down the needle before the surgeon penetrated the meniscus for the 2nd time. The patient's condition is reported to be good. Also see associated MDR's 1221934-2013-00252 and 1221934-2013-00253.